Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was overfilling the cartridge with insulin, was not performing the air removal step correctly, and used cold insulin to fill the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.